Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found labels and tamper seals intact/undamaged. The device was in good condition, no physical damage on the pump. The customer reported problem was not confirmed as it was unable to power up the device. Software had to be reinstalled. The investigation was unable to confirm the reported problem. No fault was found, no further action was taken. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device had a data recovery problem. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI) and g5 are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.